Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: retainer ring = black. Customer returned pump for alleged reports accidentally dropping/bumping pump using the restroom and it has some cracks, bumped/dropped/cosmetic damage found on (B)(6) 2021. Insulin pump received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. The following were noted during visual inspection cracked case corner of belt clip rails. Unable to download the history files using thus software due to blank display cosmetic damage was confirmed at back of the pump. Blank display was confirmed due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap.